Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this during a routine follow-up it was discovered that this implantable cardioverter defibrillator (ICD) system was exhibiting high out of range pace impedance measurements greater than 2,000 ohms. There was one short episode of noise. The physician performed proactive manoeuvers and they were negative for noise. The patient is not pacemaker dependent. All other electrical measurements were normal and stable. The physician will re-evaluated the patient in the near future.